Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt has experienced an increase in seizures and muscle twitching in their neck. The pt was pregnant at the time the high lead impedance readings were obtained and has since given birth. X-ray results are pending. Further follow-up revealed that the pt experienced an increase in seizures over the past year, but that pt was tapered off of their usual medications (carbatrol & depakote) prior to becoming pregnant. The pt's seizures decreased after pt had the baby. Treating neurologist indicated that the relationship between the increase in seizures and the ncp system was unk. Neurologist plans to review x-ray for possible discontinuities in the ncp system.